Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. While he was priming, he received 2.0 units of insulin but the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. He was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.